Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00754; reference MFR report: 3008829311-2017-00756. It was reported a cerebrospinal fluid (csf) leak occurred during a trial lead implant procedure. Postoperatively, the patient denied headaches and was instructed to lay flat for 48 hours